Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server user requested to check all pyxis stations to ensure sleep mode setting was disabled. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device prompt and requested only a password due to disabled sleep mode settings. A technical support specialist (tss) requested to check all stations to ensure sleep mode was disabled, following an incident where a device prompted the user to enter only a password without a user identification (ID). The user was instructed to power off the device, wait 10 seconds, and restart it to restore functionality. To prevent recurrence, sleep mode settings were reviewed. The customer confirmed no further issues and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server user requested to check all pyxis stations to ensure sleep mode setting was disabled. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.